Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a device implant. Prior to implant, the implantable cardiac monitor was interrogated. It was noted that device's battery longevity was less than 2 years as the green bar was at approximately 80%. The device was replaced. There were no patient consequences.

Manufacturer narrative:
As received session record indicated that device was brought out of ship setting about ten days before the actual implant procedure, and this is consistent with battery status bar not displaying full bar status at the time of implant. Analysis performed indicated that it exhibited normal device characteristics. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity.